Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pelvic artery using packing coil lps and a non-penumbra microcatheter. During the procedure, the hospital fellow kinked the first packing coil lp while attempting to advance it into the microcatheter. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp. There was no report of an adverse effect to the patient.